Event description:
It was reported that the left ventricular lead exhibited low impedance and high thresholds via a merlin.net transmission. Isometric testing was able to recreate the low impedance. The pacing configuration was changed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.